Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol took a 90 degree turn as it was being inserted and broke the capsule and proceeded into the vitreous. The iol was retrieved and a vitrectomy was performed. The lens was sutured upside down to the iris by two other ophthalmologists. A peripheral iridectomy was also done to address possible pupillary block from the 10 degree anterior vault. Additional information was provided by a surgical technician that the procedure was completed without any additional issues. She stated that the surgeon feels the cartridge was the cause for the iol to turn incorrectly when inserting into the eye. Further information was provided by the surgical technician that the iol was implanted, and then turned on itself, the patient returned one week later and the lens was removed, a vitrectomy done, and then the same lens was placed back in the eye with an iris suture. Additional information provided by the surgeon that the patient is in the healing process. Cornea is very edematous.